Event description:
End user reported that medical attention was sought on (B)(6) 2016 at 1:45 pm after having continous high glucose readings (200 - 263 mg/dl) from the prodigy meter. The end user visited the ER and could not recall her blood glucose reading upon arrival. No information was provided in regards to treatment administered to lower her blood glucose. The ER doctor instructed the end user to follow up with her pcp and to purchase another meter because of the high readings. No other information was provided.